Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address suspected alval, pain, and apparent metallosis.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, it was reported that: it is not possible to determine if the root cause of this failure was due to the device, surgical technique, surgical procedure or patient factors. It would seem likely this was a combination of several factors. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Event description:
It was suspected of alval. The patient was oa. Doi: (B)(6) 2007, dor: (B)(6) 2011. On (B)(6) 2007, initial surgery was done with mom. (B)(6) 2011, because the edema was appeared, performed the joint lavage under fluoroscopic control. After the perform, the pain and the edema came again, the surgeon was determine the revision. No infection confirmed. During surgery, confirmed the growth of joint capsule. Black foreign matter like metallic debris was found in taper of the head and around the stem neck. Revision surgery was performed to remove and replace the head and the liner.